Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination.this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed andthe investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr resurfacing medical record received. After review of medical records, patient was revised to address avascular necrosis with loosening. Head and cup were dislocated with large hematoma. Patient had right hip pain, pain when walking and standing, and limping. There were no revision notes provided. Doi: 2008 - dor: (B)(6) 2010 (right hip).